Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 (air in the set), which occurred dwell 3 of 4. The home patient (hp) was still connected. The technical services representative (tsr) asked if any bags had come undone and the hp stated no. The tsr explained the alarm. The hp would finish therapy with a manual bag. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in the set) was not confirmed due to lack of sample. The cause was undetermined. The lot number is unknown, therefore, a batch review was not performed. Label review was not performed as no user error was suspected. An individual trend review was not performed. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.